Event description:
It was reported that a 1.6 mm compression wire broke off right below the ball during meta tarso phalangeal (mtp) fusion right hallux surgery. Approximately 18mm of the device is left in the patient. An additional x-ray with a c-arm was performed. There was no delay due to the reported event. No spare device was needed and the surgery was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.